Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety- product/procedure.

Event description:
Patient reported left side textured implant and rupture. The device has been explanted.

Event description:
Patient reported left side textured implant and rupture. Patient additionally reported left side ¿implants dropping below scar lines" and ¿rub against each other in middle". And ¿focal refractile silicone-like material with associated foreign type multinucleated giant cells".the device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device photo analysis: visual analysis of the photos identified: - rupture: not observed. - granuloma: unable to observe as it is a medical event that is not related to the device. - anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. - migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - encapsulation 100% of the device color red.

Event description:
Patient additionally reported right side ¿implants dropping below scar lines" and ¿rub against each other in middle". And ¿focal refractile silicone-like material with associated foreign type multinucleated giant cells".

Event description:
Healthcare professional reported "painful breasts," "capsular contracture grade 3," "implants appear macroscopically intact with some peri-implant intracapsular fluid." Healthcare professional confirmed that the device was intact upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.3, b.5, b.6, g.2, h.6 the events of seroma-late and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Patient reported left side textured implant and rupture. The device has been explanted...patient later reported "pain", "bug in breast" and "major issues."